Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she will put in an infusion set and it will work but her blood glucose will go up to 400 mg/dl. Customer stated that she will change the site and her blood glucose will go down. Customer stated that she does not believe it is the pump. Customer declined troubleshooting.